Event description:
Caller reported a malfunction on the pump, identified as malfunction code 12. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted the caller with the process, and instructed them to continue using the pump while advising them to report if any malfunction recurs. The customer understood and acknowledged the instructions.